Event description:
It was reported that a spectrum pump had an inoperable keypad, (#1 key is not working). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad. Evaluation found an intermittent keypad response when pressing the #1 and the #2 keys. It was found to be caused by a failed keypad. The failed keypad was replaced through the replacement of the front case. Baxter has initiated a CAPA to further investigate this issue.